Manufacturer narrative:
The tp (total protein) module had a leaking tube (tube #52). Bci hotline had the customer replace the tube.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak on synchron cx3 delta clinical system. No injury was reported and there was no effect to patient or user.